Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received regarding a patient's implantable neurostimulator (ins) implanted for spinal pain. Manufacturer representative reported the patient was in a serious car accident and lost stimulation/ was not getting stimulation to painful areas. It was reported that the patient was reprogrammed and that impedances were checked. The patient was reportedly going to meet with their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.